Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, the study was received. Based on the data that was collected during the procedure, it was clear that the total time of the study was 48 hours. The study started with a normal ph value and then there was a reading below the 1 ph value. After the initial value drop, the ph value increased to high ph reading for which the ph value was above 8 for the remainder of the study. A review of the device history record indicates that the product was release meeting finished product specification. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have a study which indicates the bravo capsule detached before the procedure ended, a repeat procedure is needed. The malfunction occurred during the procedure itself. The device will be returned for investigation.